Event description:
It was reported that the patient had a spinal procedure at l5-s1 using cages. The cover plate of the cage could not engage to the cage and deformed. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.